Event description:
Patient arrived for scheduled paracentesis. Portacath accessed per protocol. Good blood return noted. Flush easily. Ordered albumin was connected to portacath tubing. Once albumin started, it was noted that it was leaking from the tubing. All access sites were checked and tightened. Reflushed tubing. Tubing continued to leak on patient's shirt. A second nurse confirmed leaking from the tubing. Portacath was re-accessed. Albumin administered as ordered. Rn supervisor notified. Ir pa [interventional radiology physician assistant] notified, no further orders.